Event description:
The biomed technician at the user facility further reported the issue was found to be user error, this was all found before the case started. There was no patient involvement.

Manufacturer narrative:
This supplemental report was submitted to provide additional information from the customer and the legal manufacturer and to update the following sections: b5, g3, g6, h2, h3, h4, h6 and h10. The legal manufacturer performed the device history records for this device and no abnormalities were found. The investigation was completed by the legal manufacturer and determined that there is no manufacturing, material or processing related cause for this failure mode. Based on the evaluation results, the probable cause of the reported no image output malfunction was due to temporal communication failure with endoscope or due to a malfunction of the internal board as it was resolved by re-connecting with the endoscope and re-start of the device. The cause was also determined to be an impact from corrosion of the internal parts in the video connector or poor connection due to lock function. The legal manufacturer will continue to monitor complaints for this device.

Manufacturer narrative:
During troubleshoot via telephone, the technician at the user facility shut down the subject unit and the light source, then reconnected the video cable and the 180 series scope and powered on the system and was able to get an image to display on the monitor connected to the processor. The technician confirmed that the system appears to be functioning correctly. The investigation is ongoing; therefore, the root cause of the reported no image output (intermittent) malfunction cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The technical support engineer was informed the biomedical technician at the user facility that there was reportedly an intermittent / no image malfunction when using a 180 series type endoscope with the evis exera iii video processor. . There was no error message observed. No death or injury was reported.